Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off due to adhesive is not sticky enough to hold event on 06 may 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.